Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? I don't think the tissue pad is on there and I don't think the pieces will be received.

Event description:
It was reported that during a laparoscopic vaginal hysterectomy the white tissue pad coming off during the case. The procedure was completed with a like device with no patient consequences reported. The device will be returned. There is no additional information.

Manufacturer narrative:
(B)(4). Date sent: 3/17/2020. Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad.